Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-01919. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with cystoscopy, due to stress urinary incontinence. The patient experienced rectocele and pelvic organ prolapse on (B)(6) 2008.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, extrusion, infection, bleeding, dyspareunia, vaginal scarring and urinary and neuromuscular problems. It was reported that the patient underwent mesh excision in (B)(6) 2008. (B)(4).